Manufacturer narrative:
Section b5; d7: additional information. Section d10; h3: corrected information.

Event description:
The patient underwent hmii to hmii exchange on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed wire damage that would have contributed to the low speed and pump stoppage events captured in the submitted log files. The submitted log files contained data recorded from (B)(6) 2020. Transient low speed events were captured on (B)(6) 2020. Two pump stops were captured during the low speed events on (B)(6) 2020. These events were accompanied by elevations in pump power, as well as corresponding motor stopped, low speed advisory/hazard, and low flow hazard alarms. All of the low speed events occurred while the system was supported by a mobile power unit (mpu). Based on previous complaint experience, the pump stops and hazard alarms captured in the submitted log files appear consistent with a potential driveline issue. (B)(6) was returned assembled with the driveline severed approximately 4¿ from the pump housing. The distal portion of the driveline measuring approximately 22¿ with the controller connector was also returned. There was evidence of a previous driveline repair at approximately 18¿ - 20" from the controller connector (refer to manufacturer's report number 2916596-2018-05659). The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was not returned. The sealed outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the driveline found all wires to be electrically intact. Visual inspection of the underlying wires upon disassembly of the driveline revealed a breach to the brown wire on the distal segment, approximately 17.75" from the controller connector. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. Additional breaches to the insulation of the black and brown wires, exposing the inner conductors, were observed approximately 2¿ and 3¿ from the pump housing. Although a specific cause for the observed wire damage could not be conclusively determined through this evaluation, the findings appeared consistent with fatigue failure due to repetitive movement and abrasion of the wire insulation against the metal braided shield. If the exposed conductors contacted the braided shield while the system was operating on a tethered power source such as the mobile power unit or the power module, the resulting short to ground would have resulted in the pump stops and low speed events observed in the submitted log files. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev c, and patient handbook, rev. C, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced 4 pump stops and 19 low speed advisories. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. The cause of the pump stops is suspected short to shield.